Manufacturer narrative:
The customer reported a disconnect in the tubing below the drip chamber, and that it was pouring down over the pump and the pole. One sample was returned, of material 10015012, lot unknown. Upon initial visual examination, the set verified the complaint of tubing defective and damaged, just below the drip chamber. The tubing appeared to be cut or sliced, and was hanging on just barely, most of the tubing was cut through. The manufacturing plant found the root cause for the damage at the tubing sleeve to be related to incorrect assembly method when using the tubing fixture. The plant created a visual aid for critical assembly to ensure the correct use of the fixture. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked the following information was received by the initial reporter with the following verbatim it was reported by customer that they found tpn pouring out onto the IV pump/pole - noted a crack/disconnect in the tubing just below the drip chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.